Event description:
The reporter indicated that the vns patients' generator has moved in the chest pocket approx an inch. The patient reports that it has become uncomfortable. Further follow up with surgeon revealed that surgery is planned to reposition the generator and re-secure it to the fascia in the chest pocket. There was no report of trauma, weight changes, or manipulation of the device, and there is no believed cause for the event. It was reported by the surgeon that it is his common practice to use a non-absorbable suture when securing the generator to the fascia during the implantation procedure. Attempts to obtain info from the treating physician's office regarding diagnostic test results following the onset of the event have been unsuccessful to date.